Event description:
It was reported that (1) device was used during a laparoscopic nephrectomy. It was reported by the affiliate that the lcsc5 shears would not work at all. Another device was used to complete the case. There was no consequence to the pt.